Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference numbers: 3006705815-2023-02723 and 3006705815-2023-02724. It was reported that the patient's leads were discovered to be fractured after the patient experienced a traumatic event. Additionally, the patient was experiencing discomfort at the ipg site. Surgical intervention was undertaken in which the patient's leads were explanted and replaced while the ipg was explanted, the ipg site was repositioned, and the ipg was replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.